Event description:
Boston scientific received information that upon interrogation, the patient¿s cardiac resynchronization therapy defibrillator (crt-d) displayed fault code 1003 indicating the battery voltage was too low for the projected remaining capacity. On the date of the device replacement procedure, the device was interrogated again; however, the alert did not display again. Boston scientific technical services (ts) discussed the fault code alert was likely reset and had not triggered again yet. Ts discussed that the battery condition was still present and recommended replacing device. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. It was incorrectly noted in a previous report that the date of the advisory was august 28, 2013. The correct date of the advisory is august 29, 2013. This particular device was not included in the august 29, 2013 advisory population, but was added to the expanded population on september 17, 2014.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed low voltage alerts (code 1003) had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to a compromised low voltage capacitor that is connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case. On august 28, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is not a part of the identified population.

Event description:
--

Manufacturer narrative:
The product was returned for analysis. This report will be updated upon completion of analysis.